Event description:
As reported by the clinical specialist, during a tf tavr case, within a type 1 bicuspid valve, prior to valve insertion there was a lot of wire manipulation within the lv. The patient became extremely hypotensive immediately after valve deployment. This hypotension was treated with epinephrine and CPR. Echo revealed a pericardial effusion and a pericardiocentesis was performed and fluid was removed. Patient blood pressure normalized. It was decided to perform a sternotomy because the belief was that this was an annular rupture. Upon opening of the heart, there was no evidence of annular injury or dissection. There may have been a lv perforation that occurred during wire positioning. The sapien 3 ultra valve was left in place and the sternum was closed. Patient transferred to cvicu in stable condition. Shortly after the surgery, the patient developed atrial fibrillation (afib). The afib was treated with cardioversion and amiodarone. After the amiodarone was given, the patient experienced more arrhythmias, including ventricular fibrillation. After multiple unsuccessful attempts at resuscitation, the patient expired.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. Per the instructions for use (IFU), pericardial effusion is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that there may have been a left ventricle perforation that occurred during wire positioning that caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. Per the instructions for use (IFU), cardiac failure is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.